Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on (B)(6) 2019. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2019, and determined that the reagent probe had build-up inside the tube and that the reagent probe required to be replaced, which was done. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported some abo and rh (d) mistypes when tested on a galileo neo instrument, as part of a single plate testing event.